Event description:
At 0005 on 5/14/92 it was discovered that an IV bottle of 1000cc hung at 2100 on 5/13/92 was empty. An IV of 1000cc was hung at 2100 by an evening nurse and checked at 2200 at which time the IV had 875cc left. The IV was checked at 2230 and running as ordered. At 0005 the IV was found to be empty and the clamp on the tubing was 3/4/ cl;osed. The patient received a bolus of fluid between 2230 and 0005. The IV tubing delivered the fluid to the patient with the roller clamp regulating flow rate. The fluid went into the patient more rapidly than had been anticipated following adjustment of the roller clampdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.